Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed as electrical continuity error due to water invasion. In addition, exera ID chip no data, instrument channel leak, distal end plastic cover rust inside channel, bending section cover glue lifting, switch button 1 to switch button 4 not working, bending section adhesive wet, after aeration adhesive dry, control body fluid wet, scope connector fluid wet, light guide prong/mount adhesive wet, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was broken during preparation for use. During inspection and evaluation, no image generation was found, and after aeration the images return there was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the device was leaked and water invaded there while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. ¿ olympus will continue to monitor field performance for this device.